Event description:
It was reported that during a laparoscopic appendectomy the device was fired, perhaps on top of a liga clip. Once fired, the device jammed and remained locked. The patient had to be opened. This extended operating room time by 1 hour.